Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that caller stated that patient presented to ER because for the last week, patient has been experiencing random shocking and the shocks have become intolerable. Caller stated that patient also feels like the therapy is no longer working as they are having to go to the bathroom more than usual. Tss asked if patient has turned the ins off at all and caller responded that patient used to be able to control the device but recently, they can't control it anymore. The caller was not with the patient. The caller was redirected to nas to page a rep.